Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not completely turn dark. After removing the system, it was found that half of the plug was withdrawn together with the closure device. Manual compression was then applied for hemostasis. Upon retraction to the point where no obvious pulsatile blood flow was seen, retraction continued. The plug deployment button was pressed and held for 5 seconds, allowing the plug to absorb blood and expand while avoiding rapid movement that could dislodge the plug. The director performed a procedure to treat lower limb arterial occlusion. The procedure was performed using a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified in the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis sheath introducer was used. The suitability of the femoral artery was verified via angiography, including an insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, with no calcium or plaque, vessel tortuosity, nearby stent, or stenosis over 50% at or near the puncture site. The target femoral site had not been closed by any device or manual compression within the previous 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The deployment button was confirmed to have been fully pressed and flush with the handle. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not completely turn dark. After removing the system, it was found that half of the plug was withdrawn together with the closure device. Manual compression was then applied for hemostasis. Upon retraction to the point where no obvious pulsatile blood flow was seen, retraction continued. The plug deployment button was pressed and held for 5 seconds, allowing the plug to absorb blood and expand while avoiding rapid movement that could dislodge the plug. The director performed a procedure to treat lower limb arterial occlusion. The procedure was performed using a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified in the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis sheath introducer was used. The suitability of the femoral artery was verified via angiography, including an insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, with no calcium or plaque, vessel tortuosity, nearby stent, or stenosis over 50% at or near the puncture site. The target femoral site had not been closed by any device or manual compression within the previous 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The deployment button was confirmed to have been fully pressed and flush with the handle. One non-sterile exoseal vascular closure device, size 6f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was observed in the black/white and red position. During this visual analysis, a kink was noted on the delivery shaft of the unit, located 5 cm from the distal tip. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The measurement was within the defined specification range. The functional deployment simulation evaluation could not be performed, as the unit was received already deployed. A high magnification evaluation was performed to inspect the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window damaged and vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed through analysis of the returned device since the device was received fully deployed with no plug. A kink was observed on the delivery shaft. The cause of the reported issue could not be determined, especially since the condition of the device received does not match the event reported. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not completely turn dark. After removing the system, it was found that half of the plug was withdrawn together with the closure device. Manual compression was then applied for hemostasis. Upon retraction to the point where no obvious pulsatile blood flow was seen, retraction continued. The plug deployment button was pressed and held for 5 seconds, allowing the plug to absorb blood and expand while avoiding rapid movement that could dislodge the plug. The director performed a procedure to treat lower limb arterial occlusion. The device is being returned for evaluation.